Manufacturer narrative:
(B)(4). An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no (non-conformances / manufacturing irregularities) were identified updated as applicable.

Event description:
It was reported that during a laparoscopic appendectomy, a psee60a and a gst60w were successfully used to transect the mesoappendix. A gst60b was loaded into the stapler to fire across the cecum. When opening the jaws of the stapler, the gst60b popped out of the stapler and fell into the abdomen. The stapler and reload were removed from the patient. The jaws of the stapler were inspected for material interfering with loading the reload, but no obstructions were identified. All components on the previously used white reload were accounted for. The scrub tech continued to attempt to load the gst60b reload but it would not fit. The metal portion on the bottom of the reload was too wide. A new reload was opened and the new reload did not fit either. A new psee60a was opened and neither of the blue reloads fit into the new psee60a. A new white reload was loaded into the second psee60a and used to transect the cecum. The surgeon allowed over 15 seconds for compression and pulse fired the stapler. The transection with a gst60w was successful with no patient consequences.